Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution was flowing out of the transfer set when the twist clamp was closed. The event occurred after therapy was completed. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of all batch record documents was performed for lot number h13g31047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. A visual inspection was performed which identified that the transfer set had damaged occluder feet and cracks on the light blue main body (cracked main body issue was reported in (B)(4)). There were no whitish spots noted on occluder feet which would have indicated possible over-torquing. The device underwent functional testing: leak testing, clear passage testing and clamp function testing. The leak testing was performed (underwater pressure testing), but no leak was noted. Clear passage test did not identify any issues. The clamp function test found the broken occluder feet. The reported leak could not be verified through the evaluation of the device, but the transfer set was determined to be damaged. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.